Event description:
It was reported that the patient has expired after an implant duration of zero days, due to uncontrollable hemorhage. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009, through follow up with the health care provider, a response from the surgeon was received and it was learned that death was not device related. The cause of death was given as av disruption and the device has been disassociated from this event. This is no longer determined to be reportable per edwards lifesciences procedures.